Manufacturer narrative:
The returned instrument was evaluated by engineering, manufacturing and qa. Both sided of the cable broke at the interface between the rigid shaft and the segments. The nitinol wire was permanently deformed at the same junction. The holes at the end of the ridid shaft and the holes on the segment facing the rigid shaft have wear that indicates the cable was twisted approximately 180 degrees. The cable failure and the deformation of the nitinol wire were most likely caused by mishandling. During reprocessing, the flexible portion of the unit was probably bent at a right angle into a sterilizing tray without the protective sleeve over the flexible portion as is described in the instruction booklet. Nitinol is a super-elastic material that can withstand repeated gradual bending. If it is bent sharply, it will permanently deform and snap. During surgery, the unit probably could not form its d-shape because the cable was twisted drom the deformed nitinol. The cable snapped due to excessive stress at one location. No CAPA is required because the failure was most likely caused by customer mishandling. There are no similar complaints regarding this model. Trending will be monitored.

Event description:
Parts of the retractor fell into the pt when the cable broke. The tip was retrieved laparoscopically. X-ray was done, no pieces remain in the pt per the customer.